Event description:
It was reported that a malfunction alarm occurred with the pump, identified as malf 6. There was no adverse impact to the customer¿s blood glucose level. The customer, assisted by technical support, attempted a reset of the pump; however, the malfunction persisted. Consequently, it was decided that the pump would be replaced, with the customer being supplied a rental pump in the interim as the original pump was out of warranty.